Manufacturer narrative:
(B)(4). Device reprocessed - not reportable the device was returned with the tissue pad damaged and a small portion was not returned. During the visual inspection of the device was noted that the blade has horizontal scratches from a metal scrub pad. Due to the horizontal scratches discovered on the blade of instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad was broken. No patient consequences reported. One device will be returning.